Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported upon removal the tampon unraveled and came apart into two pieces. Consumer notes this happened one other time. Consumer experienced stomach and vaginal pain during tampon use and serve pain while inserting the tampon.